Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had an audio anomaly. The customer was hospitalized due to high blood glucose levels and ketones. The customer's blood glucose at the time of the incident was 506 mg/dl and 175 mg/dl at the time of the call. The customer experienced symptoms such as difficulty breathing and chest pressure. The customer was admitted to the hospital on (B)(6) 2019 with a blood glucose level of 486 mg/dl and they were treated with an insulin drip. The device was not making any sound when alarming. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08700 inches. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing. Device was programmed with a test guardian 2 link and a test transmitter. Device communicated with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. Device displayed the programmed value properly on the display graph. The pump was monitored for four days. No sensor errors or alarms noted. Device was also received with the serial number label fading. (B)(4).